Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month post-operative CT showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone in the presence of significant aortic angulation, placing the sealing ring in a location outside the treatment range for the implanted stent graft. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the case owner, the patient returned for a re-intervention where a palmaz stent was placed at the level of the seal zone; however, a residual type ia endoleak persisted following the re-intervention. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.